Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. The actual sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage testing, priming, 24 hour usage testing, simulated usage testing using an in-lab spectrum pump, and water referee back pressure testing on the clearlinks were performed with no issues observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from an unspecified location. The process step was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.